Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 13.7 mmol/l at the time of incident. The customer stated that the drive support cap was sticking out. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.